Event description:
The customer reported that the bedside monitor did not alarm for one apnea event. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the bedside monitor did not alarm for one apnea event. No pt harm was reported. Pt harm/injury is possible should the clinician not be alerted to a change in the pt's status when the preconfigured pt alarm settings are exceeded. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.